Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump alarm had been from an empty pump. The patient saw a doctor who filled the pump with the correct compound of medication, and the withdrawal and pump alarm resolved. It was noted that the patient was upset that a physician assistant was able to fill her pump without the awareness of a doctor. The patient had lost fifty pounds and her multiple sclerosis had been out of remission since then.

Manufacturer narrative:
Additional review determined that the (B)(4) no longer apply.

Event description:
Additional information was reported by the consumer on (B)(6) 2016. The consumer reported that they did not know there was a drug compounding error until they were admitted to the hospital where the pump tech saw that the patient was in intrathecal baclofen syndrome and opioid withdrawal. It was noted that the circumstances that led to the pump alarm was the healthcare professional's error. The consumer noted that their prior hcp had made three mistakes in the past year, the mistake had caused their multiple sclerosis to come out of remission again, and they had never heard their pump alarm until going to their prior hcp. The steps taken to resolve the pump alarm compounding error and withdrawal was oral medication, and hospitalization. The patient had been admitted to the hospital two times. The patient had oral medications for three months to stop the intrathecal baclofen syndrome and opioid withdrawal. The patient reported that they finally have a new managing physician who is to refill the pump on (B)(6) 2016.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal compounded baclofen (concentration 4.0mcg/ml; dose 7.04mcg/day) and dilaudid (concentration 5mg/ml; dose 0.999mg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain. It was reported that the patient had to move to be near family. Before the patient left, she asked the health care provider to refill the pump 6 weeks early and give her oral prescriptions to give her time to find a doctor. The patient had oral baclofen. The health care provider agreed. The patient requested an increase in the baclofen, but the health care provider refused. It was noted that the patient's prescription was changed on (B)(6)-2016. On (B)(6)-2016, after the patient moved, the patient was in the emergency room (ER) due to a sudden onset of opioid and intrathecal baclofen (itb) withdrawal. The patient had heard a pump alarm and while in the ER, they interrogated the pump and confirmed the pump was alarming; however, the patient did not know what the alarm was. The patient had been emailing her physician assistant asking about her prescriptions. They were looking at her telemetry strips and realized that the medication was compounded incorrectly which caused the patient to go into withdrawal. While in the ER, the patient experienced mild clonic seizures from her multiple sclerosis (ms) that they were trying to calm down while checking her pump. It was noted that the patient's ms was so bad due to the previously high medication and the currently low medication. (See manufacturer report # 3004209178-2016-10023 for the report of too high medication.) It brought the patient's ms out of remission. The patient had previously been walking but currently her right side paralysis ¿set in¿ and she was using a walker and a cane. The patient had "intrathecal baclofen syndrome." The pump was "killing" the patient and making her sick. The patient was given 21 days of oral baclofen and had an appointment scheduled in 3 weeks; however, the patient stated that she needed to see someone sooner. The patient was scared, stated that she needed help now, and was seeking a physician who could see her sooner than 3 weeks. Per the patient, two primary care physicians had not felt comfortable giving a referral for her to see a pump doctor in her new state after relocation. The patient was to see an internal medicine doctor on (B)(6)-2016 that likely would be able to provide the referral.

Event description:
On 2016-08-09 additional information was reported by the healthcare professional (hcp). It was reported that the patient was confused. The patient was not given the wrong compound; the patient's concentration was increased so that the patient could go longer between refills. The pump was implanted for pain and it was decided to add baclofen as the patient's ms started to progress. This had nothing to do with the pump or the drug; it was just natural disease progression. The hcp did not recall and alarm at all and that she did not have the patient's pump print out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was receiving bupivacaine, baclofen, and dilaudid via an implantable infusion pump for non-malignant pain. It was reported that the patient moved to different states several times and when the patient was in (B)(6) briefly a physician's assistant compounded and added baclofen to their pump and by the time the patient got to (B)(6) they ended up with intrathecal baclofen syndrome. The patient reported a doctor helped compound the baclofen correctly and used the right oral meds to reverse the condition which helped save their life. The patient was informed the integrity of the baclofen was only good for 2 months. The patient reported they were finally doing good but then had to be moved closer to their father in (B)(6). No further complications were anticipated/reported.